Manufacturer narrative:
Evaluation summary : the protégé everflex was received without a stent or red locking mechanism. A kink to the catheter shaft approximately 97cm from the distal tip. The kink was inspected under microscope; no other damage or anomalies were observed. The thumbwheel was able to be rotated; however the push rod would not advance within the catheter. The grey strain relief was removed to facilitate the examination of the handle. The handle assembly was opened and it was discovered the distal end of the pull cable was loose/unattached from the outer sheath. The distal end of the pull cable showed evidence of a ductile fracture. The proximal end of the outer sheath showed the pull cable still weaved within and showed a ductile fracture face with portions of the pull cable frayed out from the proximal end. It should be noted the outer sheath material proximal to the blue outer showed signs of buckling. The guidewire tubing within the handle assembly showed no evidence of buckling or damage. The push rod was advanced manually with no resistance . The tip of the distal end of the push rod showed biological material. The blue outer sheath was skived and found no additional signs of buckling or damage to the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an everflex entrust stent to treat a lesion. During use a deployment issue occurred. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.